Manufacturer narrative:
Date of event: (B) (6) 2009. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the endotracheal tube was in situ for 10 days when the patient developed decubitus ulcer on the gums. The endotracheal tube was removed.